Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked display window at the bottom right side corner, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports to have received a button error alarm while attempting to program a bolus delivery. Customer's blood glucose was 84 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.